Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an under-infusion while connected to a large volume infusor. The device was filled with an unspecified amount of piperacillin/tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.